Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging the patient had an elevated blood glucose (bg) of 400 mg/dl with symptoms of nausea, vomiting, shortness of breath, and large ketones from (B)(6) 2011. On an unspecified date/time, the reporter claimed the patient was hospitalized with a diagnosis of dka. The patient's bgs were corrected via pump and syringe using the same insulin. The reporter claimed the patient's bgs decreased with use of syringe. The patient's mother stated the patient was taken off the pump when hospitalized and at the time of the call, the patient was still off the pump. During troubleshooting, the patient's mother reported that the patient changed the site on (B)(6) 2011. The reporter confirmed site appeared in good condition when the patient was hospitalized. The reporter claimed there were no leaks or air bubbles in cartridge. The patient's mother denied that the patient was sick or had made any changes to her medication prior to when the bg excursion began. During review of the pump history, it was revealed that total daily delivery (tdd) did not add up correctly for (B)(6) 2011. Tdd for that day showed 2.2 units in basal. The record for basal history on (B)(6) 2011, showed 0 at 10:36pm, and 1.7 at an unspecified time. The reporter confirmed that the pump's battery was not replaced nor was the pump powered down at any time the day prior.